Event description:
It was reported that, during a scheduled change-out procedure, the header on this device was found to have cracked, leaving exposed components. No further information was provided. No additional adverse patient effects were reported.